Manufacturer narrative:
The glidescope go monitor was returned to verathon for evaluation. A verathon technical service representative evaluated the returned go monitor and noted that the device arrived with a very low charge. The unit fully discharged during troubleshooting. The go monitor was tested with a known good disposable blade. The go monitor was connected to known good charger and fully charged. The monitor was turned on and left on for six (6) plus hours on one charge. Unit was recharged. No issue was found; the unit functioned as intended. The glidescope go monitor was returned to the customer. No further investigation is required at this time. Verathon will continue to monitor for trends.

Event description:
The customer reported that during an emergency care procedure, using a glidescope go monitor, the glidescope monitor shut off during intubation. The customer's biomed examined the glidescope and could not get it to turn on. He attempted to charge the unit over three (3) hours but the status light stayed orange and the glidescope go monitor appeared not to take a charge. No delay in the procedure, use of a backup device, or harm to the patient or user was reported.